Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. In addition, the biosense webster, inc. Product analysis lab noted that the brim cap also detached. It was reported that during preparation for the ablation procedure, the white hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium got separated and fell back into its plastic hub making it unusable. The valve stayed as a whole piece and detached fully as one piece. The hub stayed attached to the sheath. The sheath was replaced, and the issue resolved. The sheath was not used on the patient. The case continued without further issues reported. There were no patient consequences reported. The hemostatic valve separation was assessed as a reportable issue. The biosense webster, inc. Product analysis lab received the device for evaluation on february 7, 2020 and noted that it was received in the condition reported as the hemostatic valve was found separated from the hub. This issue remains assessed as reportable. In addition, they also found that the brim cap was detached. Dilator was returned by the customer as well. It was received already inserted in to the sheath. The brim cap detachment was also assessed as a reportable issue. The awareness date for the brim cap detachment is february 7, 2020.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that during preparation for the ablation procedure, the white hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium got separated and fell back into its plastic hub making it unusable. The valve stayed as a whole piece and detached fully as one piece. The hub stayed attached to the sheath. The sheath was replaced, and the issue resolved. The sheath was not used on the patient. The case continued without further issues reported. There were no patient consequences reported. The device was inspected, the brim cap and the hemostatic valve were observed separated from the hub. Then, a microscopic inspection was performed and the hub was observed with adhesive. The detached condition noted on the brim cap is related with the customer complaint and may have appeared to have been caused by excessive force and handling being applied to the device; however, none of those can be conclusively determined. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. An internal corrective action has been opened to investigate the brim cap issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).